Event description:
It was reported that the asymptomatic patient received inappropriate defibrillation therapy from the implantable cardioverter defibrillator. It was noted that it was not known what the patient was doing at the time of the inappropriate therapy. Programming modifications were performed successfully.